Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the return of their parkinson's disease symptoms. It was noted that the non-rechargeable implantable pulse generator (ipg) had depleted of charge and was no longer providing therapy. The patient underwent a procedure wherein the ipg was replaced with different non-rechargeable model ipg. Physical analysis of the dbs ipg was not performed as it was disposed by the facility. The patient did well post-operatively.